Event description:
A device report from synthes (B)(4) provides information from a facility in (B)(6). It was reported that during a procedure, described as a cp operation, after the doctor successfully inserted a cortical screw and va locking screw, the locking screw penetrated the plate. Reportedly, the doctor was able to turn the screw counterclockwise and was able to implant the plate into the patients arm. This is report number 1 of 2 for the same event.

Manufacturer narrative:
The device is used for treatment, not diagnosis. An investigation and device history records review could not be completed and no conclusion could be drawn as no lot number was provided and the device was not returned.